Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device running with the safety on was duplicated. Based on the investigation details, the likely cause was a corroded motor and press plug, which were each replaced along with the sag head and other components. Service repaired and returned the device to the customer.

Event description:
It was reported that the handpiece continued to run with the safety on in the spd department. There was no pt involvement. There were no adverse consequences reported as a result of this event.